Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the staff encountered an error requiring the system to be restarted. When the staff had contacted the intuitive surgical, inc. (Isi) technical support engineer (tse), they had undocked and converted to laparoscopic surgery. The tse was unable to view the system logs during the call. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. A review of the logs was performed. The logs indicated that the issue was reported from node 22 video display controller (vdc) x, pointing to the video image processor (vip) on the rear of the tower. The fse replaced the vip. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Visual inspection was performed and no problems related to the reported issue were found. It was confirmed that an error 307 occurred via review of the error logs. This is a known error that points to the video interface patch panel (vip). The vip was installed on an in-house system, and the reported issue could not be replicated during system testing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue occurred after port placement mid-procedure just as the surgeon was starting to close the vaginal cuff. The procedure was completed laparoscopically using the same port sites from the planned robotic case. The patient tolerated the change. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.